Manufacturer narrative:
The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with the lock having both rotational and lateral movement in addition to a residue buildup. New component s were added to replace worn internal parts. General maintenance and cleaning required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a1059 mayfield modified skull clamp for service and repair because the leaking knob was stuck and binding.